Event description:
It was reported that the patient experienced urethral erosion with ams 800 artificial urinary sphincter (aus) due to pressure from the cuff. Additional information received stated that the patient was reimplanted with an entire new aus system on (B)(6) 2019.

Event description:
It was reported that the patient experienced urethral erosion with ams 800 artificial urinary sphincter (aus) due to pressure from the cuff. The entire aus system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.